Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced cardiac arrest and then death as the physician was closing the device pocket during the implantable pulse generator (ipg) system implant procedure. Follow up revealed at the beginning of the procedure the physician had some difficulty accessing the subclavian vein initially, but was able to successfully access the vein using ultrasound guidance. No other procedural difficulties were noted during the implant procedure until the pocket was being closed. While the pocket was being closed, st elevation was noted on the patient's electrocardiogram and the patient's blood pressure was decreasing. The patient had been previously hypertensive and had received blood pressure and sedation medications. The code team was called. The patient was intubated and resuscitation efforts were attempted for approximately forty five to fifty minutes. Resuscitation efforts were ultimately unsuccessful and the patient passed away. No performance allegations with the implantable pulse generator (ipg) system were noted. Attempts to obtain information regarding the patient's cause of death were unsuccessful.